Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked during use. The following information was provided by the initial reporter: "alaris system admin set leaking- no other details provided."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked during use. The following information was provided by the initial reporter: "alaris system admin set leaking- no other details provided."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-dec-2022. H6: investigation summary: one 10010454-0006 sample was received without packaging for investigation; however, the customer indicated the complaint sample is from lot 22055938. The returned sample had residual fluid present in the device and was connected to a 500ml 0.9% nacl baxter infusion bag. A visual inspection of the returned sample revealed the smartsite component to be oval in shape rather than circular. The sample was then subjected to a short gravity infusion; leakage was detected from the oval smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. The cause of oval smartsites is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); and, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.